Event description:
It was reported that during an arthroscopy, the microraptor knotless anchor was being tapped into the hole, and the tip of the anchor bent and fell off the inserter. The tip of the anchor was removed from the patient using an arthroscopic grasper. However, the body of the anchor appeared to be introduced into the labrum of the glenoid and was not able to be removed from the patient. The procedure was completed with a non-significant delay using a s+n back up device in a new additional bone hole. A void was left in the patient and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Manufacturer narrative:
H6, medical device problem code updated. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states based on the information provided no clinical factors were found which would have contributed to the reported breakage. No further risk to the patient is anticipated as a result of the additional bone hole. No further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.